Event description:
The tip of the probe was damaged, causing loss of device function. No other injury or adverse effects were reported.

Manufacturer narrative:
Tip of probe was damaged, as indicated in initial report.